Event description:
Customer reported a cartridge change error with the pump. There was no reported adverse impact to the customer's blood glucose level. The customer received guidance to inspect the cartridge and pneumatic tap but was unable to load a new cartridge successfully even after multiple attempts. Technical support decided to replace the faulty pump, informing the customer about the replacement and confirming the shipping address. The customer declined additional goodwill cartridges and ensured insulin delivery continuity through a replacement pump.